Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event. The cgm displayed 44 mg/dl and then ¿low.¿ the lowest recorded bg was 40 mg/dl. The user reported feeling well but treated with candy corn and peanut butter crackers. Bg subsequently returned to range. The device provided a low bg alert. No medical intervention was required.